Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump volume was not working and the case was cracked. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9: 10/25/2024. H3: one device was received for evaluation. Service history of the device found no previous repairs in the last 12 months. The customer problem was confirmed upon visual inspection, also, onboard diagnostics testing confirmed the main speaker and left plunger case were affected as well. The bottom case, speaker, plunger shaft seal and left plunger case were replaced to solve the issue. The device was recalibrated and there after passed all performance verification tests.